Event description:
It was reported that, during implant testing, a 10j test shock induced a ventricular arrhythmia. The device successfully converted the arrhythmia. Telemetry was lost briefly but returned. Post-shock, it was noted that the device did not store a therapy episode. Technical services advised the device will not store an episode during a telemetry session. This is normal device function. The device remains implanted. There were no adverse patient effects.